Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that an inaccuracy occurred during navigation. The direction of the inaccuracy was >2mm. The registration method was tracer. The instrument being used when the inaccuracy occurred was straight and curved suction. It was also noticed with the maxillary sinus and ethmoids when using shaver and other instruments. Similar inaccuracy occurred on all instruments except one straight suction was broken when the site tried to used it. It was noted that the straight suction was broken at the weld, and the suction tube could twist 360 degrees around the the thumb control tracking portion. It would also not calibrate. The geometry error of the inaccurate instrument was >3.5. The non-invasive patient tracker was used. The flat emitter was used on the right side of the patient's forehead. The site tried to re-register; however, the accuracy did not improve. The surgeon just compensated in their mind for the inaccuracies. The issue occurred post-incision with anesthesia being administered. The surgery was not discontinued or delayed as another set was opened, and the surgeon switched the straight suction. The new suction calibrated without a problem. There was no patient harm.